Event description:
It was reported that a loss of capture was observed on a recently implanted right ventricular lead and exit block was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.